Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guide wire damage was able to be confirmed by the photo as it revealed an unraveled guide wire with evidence of use. The appearance of the damage is indicative of resistance encountered during use, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of guide wire unraveling was confirmed by visual inspection of the customer supplied photo. The photo revealed an unraveled guide wire after the removal attempt which is indicative of resistance during use. However, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the cvc procedure, in the final step after introducing the catheter, the spring wire was identified as stretched and not in its normal shape when being pulled out". Additional information from the clinical staff reported that the patient has deceased due to the pre-existing health condition. The patient had no harm or health consequences due to this incident.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the cvc procedure, in the final step after introducing the catheter, the spring wire was identified as stretched and not in its normal shape when being pulled out". Additional information from thye clinical staff reported that the patient has deceased due to the pre-existing health condition. The patient had no harm or health consequences due to this incident.